Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they fell on (B)(6) 2025 and have not had the stimulator checked since then. Patient stated after the fall the patient experiences "surges". Patient stated one night the patient woke up in the middle of the night and felt like their whole body was being stimulated. Patient stated they are currently working with a rehab center that is unfamiliar with the patient's stimulator. Patient mentioned getting an MRI. Agent reviewed rep role and resources available to healthcare providers (hcp). Agent sent hcp listings. Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The stated that the patient's family is concerned that the ins may be malfunctioning. When asked for more details the caller stated that the ins may not be working properly and not relieving the patient's pain effectively. They had to take the battery out [of controller] and put it back because it was stuck on a screen. The caller indicated that the patient has been having issues with the device since being admitted to the facility on (B)(6) 2025. The patient had a fall prior to being admitted and they landed on or near the ins, the caller indicated that they think that may be related to the issue the patient is having with the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (tss) reviewed information about MRI and transferred the caller to nas.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.